Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was removed from se dation, but remained unresponsive, comatose, with absent right pupillary reflex, and sluggish posture with no purposeful response to noxious stimulus for 45-60 minutes. Computed tomography (CT) of the head showed no obvious acute pathology; CT of the head/neck showed left vertebral occlusion, long-segment occlusion of the basilar artery. Angiogram and thrombectomy were performed to treat the acute stroke. The cause of the stroke was not provided. It was reported the patient had no previous medical history of stroke. The stroke event was reported to be resolved with sequelae twenty days following the valve implant. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that three days following the valve implant procedure, a creatinine increase was noted and acute kidney injury/on chronic kidney disease was diagnosed. Urinary analysis identified red blood cells. Fractional excretion of sodium (fena) was 0.1% consistent with pre-renal etiology. Fluid bolus was administered. Per the physician, the acute kidney injury was not related to the valve and was unlikely related to the valve implant procedure. The acute kidney injury resolved seventeen days after onset. Four days following the valve implant procedure, acute hypoxic respiratory failure was diagnosed. Chest radiography (cxr) showing multiple opacities in lower lobes concerning for atelectasis with possible superimposed aspiration. Aspiration pneumonia may have been the cause of recurrent aspirations episodes, with audible congestion, worsened leukocytes and worsened hypoxia. Antibiotics were administered. Per the physician, the acute hypoxic respiratory failure was not related to the valve and was unlikely related to the valve implant procedure. The acute hypoxic respiratory failure resolved sixteen days after onset. Four days fo llowing the valve implant procedure, anemia was diagnosed. Hemoglobin (hb) decreased and was associated with a rising blood urea nitrogen (bun). Melena was noted on a rectal exam that was consistent with upper gastrointestinal bleeding (ugib). Multiple transfusions with packed red blood cells (prbcs) were administered. Upper gastrointestinal (gi) endoscopy showed one non-bleeding, clean based, duodenal ulcer. The lesion was 6 millimeters (mm). Medications were administered. Per the physician, the acute hypoxic respiratory failure was not related to the valve and was possibly related to the valve implant procedure. Per the physician, the melena was not related to the valve and was unlikely related to the valve implant procedure. The anemia and melena resolved sixteen days after onset. The events required the prolongation of hospitalization.

Manufacturer narrative:
Continuation of d10: product ID {d-evprop2329us}; product lot/serial number {0010438364}; product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evprop2329us}; product lot/serial number (B)(6); product type: {compression loading system (cls)}; implant date {na}; explant date {na} this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5: additional information was received that the patient was discharged in stable condition with residual impacts of intermittent delirium and dysarthria. A thrombus was not confirmed. No additional adverse patient effects were reported. H6. Patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.